Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead continued to exhibit high, out-of-range (oor) shocking lead impedance greater than 125 ohms. This has been an ongoing issue. The cause was still not conclusively determined. Subsequently, a new subcutaneous implantable cardioverter defibrillator (ICD) was implanted for tachy therapy while the existing ICD was being used for bipolar pacing and was in tachy mode of monitor only due to competitor's rv lead fracture. The patient will continue to be monitored. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that were detected via the patient's remote home monitoring system. The field representative contacted boston scientific technical services (ts) as when viewing the remote home monitoring system, they were unable to see the out of range measurement. Ts explained that if two measurements are taken on the same day, only the last measurement will be displayed. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.